Event description:
It was reported that during an therapeutic endoscopic retrograde cholangiopancreatography procedure performed for investigation of bile duct stones and removal of stents, the distal cover dislodged. The cover migrated to the mouth/throat and airway and was removed as a foreign body, either manually or via the endoscope using grasping forceps. The event required airway support, re-insertion of the scope, and an extension of sedation time, resulting in a 10-minute delay in completion of the procedure. The patient¿s condition was reported as stable following retrieval of the distal cover. This report is 2 of 2.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.